Event description:
It was reported that this right atrial lead was attempted to be implanted due to experiencing dislodgement, high pacing thresholds, loss of capture and placement difficulty. It was also reported that on the electrode's end physical damage was observed. It was also reported that during fluoroscopy after extending and retracting the helix, the helix repeatedly self extended. Another lead was implanted instead. No further adverse effects were reported.